Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented for a normal device check, right ventricular loss of capture and declined pacing lead impedance were observed. The lead was repositioned. New electrical measurements were normal. The patient condition is stable.